Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma site hemorrhage. On (B)(6) 2020, it was noted that blood was flowing back into the tube when flushing with water via syringe. On (B)(6) 2020, the patient felt sick with fatigue and blood was visible in the peg tube and stuck to the tube more than before. On (B)(6) 2020, it was reported that the patient was hospitalized for a gastric ulcer. No further information was available.